Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had battery replacement because their initial battery quit working after "about two years" and the patient's healthcare provider (hcp) said that "it had been dead for a good while." Also indicated was that the battery was a "5 year battery." In an additional call the consumer added that the previous ins was not helping with symptoms and the patient was wearing pads. Patient status is unknown at the time of this report. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the battery depletion was an expired stimulator. It was at end of life (eol).